Event description:
Spontaneous call from pt, reporting one of her cadd ms3 pumps will not allow her to take out the battery. Pt unable to fully describe what has happened to the battery but repeatedly stated the battery will not come out and that something has happened to it. No adverse event reported. Pt switched to using backup pump sn (B)(4). Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.